Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a damaged microintroducer is confirmed; however, the exact cause is unknown. One photograph of a microintroducer sheath was returned for evaluation. An initial visual observation of the photograph showed the distal tip of the microintroducer was damaged. No obvious evidence of use was observed on the sample in the returned photograph. No other damage was observed on the sample in the returned photograph. There were no distinguishing features in the returned photograph of the device which could aid in identification of a specific root cause. This complaint will be recorded for future trending and monitoring purposes. H3 other text : evaluation findings in section h:11.

Event description:
It was reported by the customer that at 17:00 p.m. On (B)(6) 2024, the nurse who placed the catheter felt a scratching sensation and resistance on the blood vessel wall when she sent the microcannula sheath into the patient during the placement of the micro-cannula sheath. No other information was provided.

Event description:
It was reported by the customer that at 17:00 p.m. On (B)(6) 2024, the nurse who placed the catheter felt a scratching sensation and resistance on the blood vessel wall when she sent the microcannula sheath into the patient during the placement of the micro-cannula sheath. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and is pending evaluation. Results are expected soon.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a damaged microintroducer sheath is confirmed but the exact cause remains unknown. The product returned for evaluation was one 4.5fr microintroducer sheath. The returned product sample was evaluated and a split was observed on the distal end of the sheath. The following observations were noted during the sample evaluation: usage residue was seen on the sample, the split was longitudinally aligned, the split had straight and well-defined fracture edges, stretched strands of sheath material were present between the split edges which gave a webbed appearance, buckling of the sheath edge was present around the split. Based on the evidence provided with the returned sample, it is unknown when or how the sheath was damaged. Damage to the sheath tip could have occurred due to storage conditions, material variation, or other environmental factors; however, no evidence was observed which supported a specific root cause of the event. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported by the customer that at 17:00 p.m. On (B)(6) 2024, the nurse who placed the catheter felt a scratching sensation and resistance on the blood vessel wall when she sent the microcannula sheath into the patient during the placement of the micro-cannula sheath. No other information was provided.